Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant upon device interrogation, the right atrial lead exhibited loss of capture and poor sensing. The lead was imaged confirming dislodgement. The lead was repositioned on (B)(6) 2015. The patient was in stable condition post procedure and would continue to be monitored.